Event description:
It was reported that the right ventricular (rv) lead had oversensing which resulted in inappropriate therapy. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted the distal conductor was fractured (in-vivo) flexed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.